Event description:
The patient had a laparoscopic gastric band procedure three years ago. Since the procedure the lap band port separated and the patient had to have surgery about one week ago to have the lap band port replaced. The lap band port will be sent to the manufacturer for further investigation.

Event description:
The patient had a laparoscopic gastric band procedure three years ago. Since the procedure the lap band port separated and the patient had to have surgery about one week ago to have the lap band port replaced. The lap band port will be sent to the manufacturer for further investigation.